Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had motor errors. The customer's blood glucose level was unknown. The customer reported that the insulin pump was dropped on the floor and the bottom half of the insulin pump came off and he fed the ribbon through and used a zip tie to hold it together and he thought it was pumping insulin now. The customer reported that the reservoir lip ring was not damaged. The customer also reported that the insulin pump had no delivery alarm which was resolved by complete set change. The customer declined troubleshooting for motor error alarm. The insulin pump will be returned for analysis.